Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the multi-use holmium laser fiber did not work when connected to the laser after being sterilized. It was further reported that the tip of the fiber had been cleaved, the cladding was damaged 2-3 cm from the tip, the fiber was broken just under the cleaved portion, and part of it had fallen out of the cladding. This fiber was not used any further, and there were no injuries or additional procedures reported.